Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Reports that a leak occurred within the blood pump segment. Line was changed and treatment completed without further problems. The suspect line was then placed on the reuse cart for disinfection and upon inspection a small pinhole was found in the pump segment section. 12/28-spoke with chief technician who reports the leak occurred right after initiation of the treatment. The blood was not returned to the pt, the line was changed and the treatment completed without further incident. The reported blood loss is approx 70cc. The line is available for evaluation. The director of nursing reports that the pt remained stable and did not require medical intervention. A medwatch form has been filed based on blood loss only.